Event description:
It was reported that the lead integrity alert (lia) was triggered due to rapid oversensing and high impedance. A lead fracture was suspected. A lead replacement procedure was scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 5554 pacing lead 2006 (B)(6). (B)(4).